Event description:
It was reported that the patient presented to the hospital due to pocket erosion and pocket dehiscence. The patient's implantable cardioverter defibrillator (ICD) was exposed through the skin although there wasn't much redness or swelling on the device pocket. The physician suspected an infection and does not believe it occurred due abbott- device. The patient's ICD, right ventricular lead and atrial lead was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.